Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (hip) while wearing the device between 24 and 36 hours. The patient experienced symptom's of feeling sick and having a welt at the infusion site. The patient removed the pod from the infusion site 1 night prior to going to their health care providers office. Once the patient arrived at their health care providers office they were diagnosed with a staff infection. As treatment, the insertion site was drained. The patient left the health care providers office the same day and was provided antibiotics to be taken 2 times daily for 2 weeks. The patient was able to apply a new pod at another location on the body. The pod will not be returned as it has been discarded.